Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar was analyzed and found to have a broken grip at the grip base. A piece approximately 0.19" x 0.59" was found to be broken off the yaw pulley. The broken piece was returned and is still attached to the instrument through the conductor wire. Additionally, the instrument was found to have a broken molded insulator at the distal end. The broken piece was approximately 0.044" x 0.101" in size and was not returned with the instrument. Some observations that were not reported by the site include that the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.052" - 0.149" in length and were not aligned with the tube axis.

Event description:
It was reported that the force bipolar had broken tips. The procedure was completed using a backup force bipolar with no reported injury.